Event description:
Account obtained eight patient sodium results that initially were low and were higher after the operator changed the sodium electrode. The incorrect results were not used to determine patient therapy. No further problems were encountered after the new electrode was installed.